Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This complaint has been reviewed and the following corrections have been made to reflect an " other serious or important medical events" in b(2). This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused asthma with secretions, blood coming from the nose and allergies. The patient did not report receiving medical intervention. The reported event and its severity were reviewed by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Hence, the device did not cause or contribute to the alleged serious injury. Upon repeated attempts to have the device and components returned for evaluation and investigation, the customer responded that they could not return the device as the customer is now in canada. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report. In section d4 unique identifier (UDI) number has been corrected / updated in this report.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused asthma with secretions, blood coming from the nose and allergies. The patient did not report receiving medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.